Event description:
A physician reported that the trocar could not cut during cataract and vitrectomy combination surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. Three opened trocar assemblies were received for the report of trocar could not cut. Sample 1 was visually inspected and found to be nonconforming with damaged cutting edge and bent tip. Functional penetration testing was not performed due to damage of returned sample. Samples 2 and 3 were visually inspected and found to be conforming. Functional penetration testing was then performed and samples 2 and 3 were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample 1 is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of trocar could not cut. The returned trocar blades were found to be visually and functionally conforming for samples 2 and 3, therefore trocar could not cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described. By the customer. Samples 2 and 3 met specifications and the exact root cause for sample 1 is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance's, such as a damaged cutting edge and bent tip on sample 1, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).